Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's wound was swollen and painful. The pacemaker was removed. The patient was in stable condition.